Manufacturer narrative:
Investigation n.is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2024, a sales representative reported via (B)(4) that an ar-9236-03pp univers vaultlock glenoid trial broke (see photo attachments), with no further information provided. The patient was not harmed by the broken trial. This was discovered during a shoulder arthroplasty procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed by the picture provided, which shows the prong of the universal vaultlock glenoid trial, large, broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error of the device due to applying excessive mechanical forces during the insertion and/or removal process of the device.